Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown l at the time of incident. Customer reported scratches on the insulin pump screen making it hard to read and the act button does not always respond. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened act and down arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and dented / torn keypad overlay.